Event description:
The reporter stated that the surgeon found it extremely difficult to engage the torx screwdriver in the screw head and also to apply the lock cap. Surgery time was prolonged. An ao screwdriver was used to complete the procedure. This was the surgeon's first use of the hallu-lock sys. There was no adverse outcome for the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.